Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported an issue with their freestyle blood glucose monitor. Replacement product was ordered for the customer; however, the customer reported having never received the replacement product. Customer reported that because they could not properly test their blood glucose, they began to experience rashes and "charley horses." The customer then reported visiting their primary physician and was diagnosed with diabetic ketoacidosis. Customer was treated with metformin and insulin in order to stabilize glucose levels.